Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the guide wire used in the procedure interacted with the previously deployed stent causing the reported device damaged by another device. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The ht versaturn referenced is being filed under separate medwatch report. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main coronary artery and proximal left anterior descending coronary artery, that was 80 - 90% occluded. The ht versaturn guide wire was advanced without resistance and placed in the left circumflex coronary artery to keep the vessel open, as there was a 90 degree angle. A 3.5x28mm xience pro stent delivery system (sds) was then advanced and the stent was deployed in the main vessel [target lesion]. The ht versaturn guide wire was then attempted to be removed from the patient anatomy; however, the physician felt that the distal portion of the guide wire got stuck under the previously implanted xience pro stent. The preplaced guide catheter was used to help the guide wire detach from the implanted stent and assist with the guide wire removal. After the guide wire was removed from the patient anatomy, the guide wire was wiped, and it was noticed that the surface of the guide wire peeled off on the distal end. It was confirmed that none of the peeled coating remained in the patient anatomy. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.